Manufacturer narrative:
The insulin pump was received with a blank display due to a faulty liquid crystal display board. Unable to confirm the display anomaly due to the blank display.

Event description:
The customer called to report a single line running along the screen. The customer asked to have the insulin pump replaced. Nothing further was reported.